Event description:
It was reported that the right atrial (ra) lead was capped and replaced on (B)(6) 2024 for an unknown reason. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.